Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: upon further review of the complaint investigation, it was determined that the initially reported malfunction stating that the device had an unintended activation/motion and stopped by itself did not occur and therefore, is unlikely to cause or contribute to serious injury or death if it were to recur. This complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned to the local affiliate for evaluation. During evaluation it was determined that the reported condition was confirmed. However, an assignable root cause was not established. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the light emitting diode (led) warning light indicator of the power module device displayed a service error, and the device would not charge. It was determined that the battery/power module/unit could not be inserted. It was further observed that the device had an unintended activation/motion, did not function, and stopped by itself. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger universal battery charger (ubc) ii, check device interaction - power module to handpiece and lid, check for unintended motion with handpiece, function-test and saw ¿ test. It was noted in the service order that the device was damaged ¿spoiled¿ during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.